Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose level is unknown. The customer stated that the air bubbles is the larger than champagne size. The customer was advised that rewinding with a reservoir in place will create air bubbles. The customer stated that the pump was not rewound with a reservoir in place. The customer will email her diabetes clinical manager in regards to the air bubbles. The customer declined further troubleshooting.